Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). A surgery was performed in which the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the explanted ipp had loss of fluid. The patient did not experience any other known adverse events. The patient was expected to have a full recovery. No more information available at the moment. Should additional information become available, it will be provided.